Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Initial evaluation could not be completed because the device was not returned with the customer¿s ac (alternating current) adapter or wbm (wireless battery module). Using a known-good ac adapter, testing showed an ¿install battery¿ message, followed by ¿working¿ and ¿charging¿ after battery installation, confirming normal battery detection and charging functionality. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump battery replacement alert failed to function. This occurred during an unspecified process step, at sicu (surgical intensive care unit) department. There was no patient involvement. No additional information is available.